Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional via the manufacturer representative reported the patient presented with an infection at their post-operative visit. The patient had pus oozing from their pocket site. The doctor was going to try antibiotics but was doubtful they would help and the next step would be removal. Additional information received stated the patient¿s implants were removed on (B)(6) 2016. X-rays were going to be taken so after the patient heels, they could place the implant in the same location as they were having outstanding improvements. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.